Event description:
The customer reported that the device alarmed and insulin squirted out during the manual prime process. The caller mentioned that the insulin pump also was stuck in the prime loop. Troubleshooting was performed, and the drive support was protruded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.